Event description:
On (B)(6) 2025, the user reported a low glucose alert (64 mg/dl), treated with glucose tablets, and confirmed blood glucose rose to 133 mg/dl while monitoring with the ilet device and fingerstick.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.